Manufacturer narrative:
The reason for this revision surgery was not enough tibial slope. The length of in vivo service was 1.4 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 6 prior complaints reported against this part number; summary of investigations: 2 for pain, 1 for stability, 1 for trauma and 2 for looseness. This is the first complaint against this lot number. This event and revision surgery is the result of the surgeon's assessment the tibial component did not have enough tibial slope. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to there not being enough tibial slope. The surgeon pulled out all of the components and replaced them with an expert knee.